Manufacturer narrative:
(B)(4). The device has been serviced by our regional office in (B)(4) and we are currently awaiting to receive the faulty components for evaluation in fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken and that the unit needed calibration. A service of the device was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to our us service center. The manometer and bracket from the complaint device were then sent to fisher & paykel healthcare (B)(4) for evaluation. Photographs of the faulty device were provided and were visually inspected. The manometer was performance tested. Results: visual inspection of the photographs provided revealed that the gas outlet port was broken off the device and the device enclosure had been damaged. The manometer of the device was found to be out of specification when performance tested. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff infant resuscitator units are visually inspected and performance tested before leaving the production line and those that fail are rejected. It should be noted that the unit was released for distribution in 2005, indicating that the complaint device is approximately 11 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff has been repaired at the us service center, and returned to the hospital after passing the performance checks specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken and that the unit needed calibration. A service of the device was requested. No patient consequence was reported.